Event description:
Customer reports lancet will not retract back into softclix device after firing. No accidental needle sticks occurred. No adverse event reported. Requested return of suspect device and replacement was sent.